Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. No benchtop analysis is possible to determine the root cause of the pump positioning issues and subsequent snaring. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support ongoing for a patient, admitted with an acute myocardial infarct, in which the placment was suboptimal. The team attempted to reposition and kinked the pump. The team used a snare to readvance to the lv. The malfunction and necessary snaring caused no last harm or injury, though the patient did expire on support with the 2nd pump that replaced this pump.

Manufacturer narrative:
After reviewing the clinical information, it was determined that the cause of the positioning issues was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: corrected mfg. Email address.

Event description:
The complainant reported that the impella pump placement was shallow. An attempt to reposition the device under transthoracic echocardiogram was ineffective. It was stated that the patient¿s left ventricle was small, and the pigtail consistently became trapped under the papillary muscle when advancing. It was reported that the catheter came out of the aortic valve leaving the impella pump in an arch. The medical professional tried to push the device back across the aortic valve however, a kink occurred above the outflow cage. The kink was stated to have remained until the device proceeded into the left ventricle. The initial impella catheter was removed, and a new device was placed. The procedural outcome was the patient survived explant.